Event description:
An angio-seal device was deployed post interventional procedure with stent placement. The pt subsequently developed an infection (methicillin - resistant staphylococcus aureus & cdif) which the ccl operations manager felt may have been infected the stent. The infected stent was removed on 6/2001 and flagyl, vancomyacin, rifampin and clindamyacin were prescribed. The physician stated that based on the pt's history of numerous surgeries, he felt the pt was susceptible to mrsa. Additional info from the cardiac cath lab manager revealed the pt underwent a perclose vascular access procedure two weeks prior to deployment of the angio-seal device. However, the physician stated that the pt was examined one week post perclose procedure and the pt was fine. It should be noted that the physician, as well as the director of infectious diseases at the hosp, stated that the infection may be related to pt hygiene, physician scrub or post procedure care. The infection cannot be linked directly to the device or to the staff.